Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken or detached sensor wire occurred. No generation for the product was provided. No insertion site or date was provided. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.